Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case otherwise no appearance of any physical damaged. Error history log review found no errors. Unable to calibrate the force sensor at high standard. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced force sensor and left plunger case. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump failed force test. No patient injury was reported.